Manufacturer narrative:
(B)(6).

Event description:
(B)(6) study. It was reported that stenosis occurred. The subject was enrolled in the (B)(6) study on (B)(6) 2016 and the index procedure was performed on the same day. Target lesion #1 was located in left mid superficial femoral artery (sfa) with 99% stenosis and was 98 mm long with a proximal reference vessel diameter of 5.50 mm and distal vessel diameter of 5.00 mm and was classified as tasc ii b lesion. Target lesion #1 was treated with placement of a 6 mm x 120 mm eluvia stent. Following post-dilatation, residual stenosis was 0%. On (B)(6) 2016, subject was discharged on dual antiplatelet therapy. On (B)(6) 2021, during 60 month follow up, the subject was noted with symptoms related to claudication and was diagnosed with left superficial femoral artery stenosis. No action was taken in response to the event.